Event description:
It was reported that a perforation and a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was positioned in the laa and the wds was inserted into it. The closure device was then deployed in the laa. As the device was deploying one of the feet perforated through the appendage. The closure device was checked for release criteria before any treatment was done. The device met release criteria and was successfully released in the laa of the patient. At this time the physician started treating the patient for the perforation and pericardial effusion that had developed. They started to manage the effusion with a pericardiocentesis tray. The effusion did not resolve and a sternotomy was performed. The closure device remained implanted, the surgeon went in and sutured around the device. The patient was stable following these events and was recovering in the intensive care unit.